Event description:
A pt was in a hill-rom centra 852 bed in a skilled nursing facility. The bed malfunctioned and smoke came from the bottom of the bed. The resident's roommate heard a snap noise and then saw smoke. No injuries noted.